Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported that a blood leak occurred during the patient's hemodialysis (hd) treatment on the 2008t machine. The 2008t machine was evaluated and upon inspecting the blood pump rotor, the plastic roller guides came off immediately after being pulled from the machine. The biomed determined the damage identified to the bloodlines was caused by the defective blood pump rotor on the 2008t machine. The biomed stated the blood pump rotor was replaced to resolve the reported issue. The machine was returned to service following repair. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was obtained from the user facility charge nurse. Approximately one hour after treatment initiation a blood leak was noted from the blood pump tubing segment of the bloodlines. The machine also alarmed with an arterial pressure alarm. There was no serious injury or required medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The charge nurse reported that the blood pump rotor was changed immediately following the reported event. Treatment was restarted and successfully completed on the machine with new supplies.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The biomedical technician (biomed) for a user facility reported that a blood leak occurred during the patient's hemodialysis (hd) treatment on the 2008t machine. The 2008t machine was evaluated and upon inspecting the blood pump rotor, the plastic roller guides came off immediately after being pulled from the machine. The biomed determined the damage identified to the bloodlines was caused by the defective blood pump rotor on the 2008t machine. The biomed stated the blood pump rotor was replaced to resolve the reported issue. The machine was returned to service following repair. The complaint sample was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was obtained from the user facility charge nurse. Approximately one hour after treatment initiation a blood leak was noted from the blood pump tubing segment of the bloodlines. The machine also alarmed with an arterial pressure alarm. There was no serious injury or required medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The charge nurse reported that the blood pump rotor was changed immediately following the reported event. Treatment was restarted and successfully completed on the machine with new supplies.